Event description:
It was reported the patient experienced lead migration. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein the lead was re-positioned. In turn, effective therapy was restored post operatively.